Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+. The patient had been intubated due to pneumonia and had been turned down for mitral valve surgery. The patient had a rotated heart, making imaging challenging. The mitral valve had an a2 flail, 1 cm flail gap and spontaneous ruptures of the mitral chords. The first clip delivery system (cds) (B)(4) was advanced to the mitral valve and the clip was implanted but it appeared it was not secure on the leaflets, a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet. A second clip was placed to stabilize the slda clip but when placing a third clip (B)(4), the third clip came in contact with the slda, the slda clip then embolized and became stuck in ventricle. Mr was reduced to 3+. The patient was sent for mitral valve replacement and the clip was removed during surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated, and the reported expulsion (complete clip detachment/ccd) and device damaged by another (dislodged) in this complaint appear to be related to procedural conditions associated with the additional (third) clip interacting with the single leaflet device attachment (slda) clip, causing the initially implanted clip that had detached from the posterior leaflet to detach from the other (anterior leaflet) as well. The slda was related to the patient anatomy (rotated heart and flail gap). The image resolution poor was associated with patient and procedural conditions as imaging was reported to be challenging due to the rotated heart. The reported embolism appears to be due to procedural conditions associated with expulsion. Embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, removal of foreign body and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.